Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac vein artery. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was replaced with another 18-6/5.8/75 xxl balloon catheter, but it also ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.